Event description:
It was reported that the pump exhibited syringe flange was not in place and would not switch from true to false. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no external damage. Review of the event history log showed an occurrence of a "syringe flange sensor error." Functional testing duplicated the reported issue. The investigation determined that the opto-coupler not working as intended was the cause of the reported issue.however, no external damage was noted on the coupler. The opto-coupler was replaced and the ear clip was replaced as a preventive measure. Service history review identified the complaint was not related to a previous service of the device within the review period.